Event description:
The customer reported that the switched internal paddles failed to discharge. There was no adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the switched internal paddles failed to discharge. There was no adverse patient impact. The device was evaluated by a philips field service engineer. The symptom was not reproduced. There was no trouble found with the device. The device passed testing and was returned to the customer. We are considering this a malfunction but we are unable to determine the cause as the symptom was not reproduced or confirmed.